Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s cgm was reading 135 mg/dl and the bg meter was reading 35 mg/dl. The patient was feeling ¿goofy¿ and fell (possibly from presyncope) during this event. No injury was reported to have occurred because of the fall. The patient self-treated by eating two milky-way candy bars. The patient was in good condition at the time of report. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.